Manufacturer narrative:
The device was received by recor and the investigation confirmed that one side of the device package was open and had not been sealed. The investigation identified this as a singular event.

Event description:
During preparation for a procedure, the device outer box was opened and it was discovered that one end of the package seal containing the device was missing (unsealed) before the device was used.